Event description:
Subsequent to the initial filed report, it was noted that the swelling of the guide wire coating occurred with the second balance middleweight (bmw) guide wire located in the diagonal vessel, and not the first bmw guide wire located in the left anterior descending vessel. No additional information was provided.

Event description:
It was reported that during the kissing balloon procedure in a bifurcation lesion at the proximal left anterior descending artery (lad) and the diagonal coronary artery, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced to a bifurcated lesion into the lad and another hi-torque balance bmw universal ii guide wire was advanced to the bifurcated lesion in the diagonal coronary artery. A 2.0x12 mini trek balloon dilatation catheter was advanced over the first bmw guide wire toward the lad and a 1.20x6 mini trek balloon dilatation catheter was advanced over the second bmw guide wire toward the diagonal vessel. Each balloon catheter became stuck during advancement on each guide wire, and were unable to be advanced or withdrawn. Reportedly, the first bmw was unable to advance due to swelling of the guide wire coating. While attempting to forcefully withdraw the 2.0x12 mini trek from the lad, the first bmw guide wire tip separated into two pieces in the lad; the tip piece was removed using an unspecified snare device. The procedure was completed using a non-abbott guide wire. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.0x12 mini trek; 1.2x6 mini trek. Guide wire: bmw. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The additional balance middleweight and 2 mini treks, referenced are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.